Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronic assembly. The failed battery test alarm or low battery alarm could not be verified due to the blank display. The device also had a scratched display window and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump was going fast through batteries and he had some battery error alarms with some battery changes and sometimes the display would not come up. Blood glucose value was 175 mg/dl. During troubleshooting, the customer stated that the battery cap and spring were not damaged or corroded, but the threads at the battery compartment were cracked. He was advised to discontinue the use of the device and revert to a back-up plan. The insulin pump was replaced and returned for analysis.